Event description:
The patient was undergoing an embolization procedure in the lumbar artery using the penumbra coil 400. During the procedure, a coil 400 was inserted from the right femoral artery; however it was pulled back to change the coils size. While removing the coil, it unintentionally detached inside the px slim microcatheter. The physician completed the procedure using a different manufacturer's device along with the px slim delivery microcatheter. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Conclusion: the device has returned for evaluation and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the coil stretch resistant (sr) wire is broken. Conclusion: the complaint has been evaluated. The complaint indicates that the coil was retracted against resistance and detached unintentionally inside the pxslim microcatheter. Evaluation of the returned device revealed a break in the coil sr wire. This device issue was likely the result of force applied to the coil in excess of the tensile strength of the coil sr wire material when attempting to retract the device against resistance. There is no evidence of a device malfunction. The returned pxslim microcatheter was in functional condition. The cause of the resistance when retracting the coil could not be determined from the returned devices however, it may have been related to tortuous patient anatomy. These devices are 100% visually inspected for damage during packaging. In addition, all device lots are tested for tensile strength and all tested units in this lot met the specification. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.